Manufacturer narrative:
Additional information: b5, e1 first name, h3, h4, h6. B5: it was further reported that three (3) to five (5) cassettes were impacted; further described as "about 5". The leaks were observed during priming. The exact location of the leak was unknown; however, it appeared to be near the patient line. The leak was noticed when a small puddle formed on the floor. H10: the actual devices were discarded; therefore, a device analysis could not be completed for those samples. However, one (1) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The set was run on in-lab homechoice device with no alarms or issues noted. The reported condition was not verified on the returned companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassette were leaking from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.